Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported per field service report: symptom - not displaying all information. Pump removed from patient, no harm. Findings/action taken. The pump was checked out per the service manual checklist. No problems were found with the pump. The patient was very unstable with erratic heart beat and fluctuating blood pressure. The pump was switched out. The patient stabilized and therapy continued. The pump is back in service.